Event description:
It was reported that the patients pump had moved from her side to the abdomen after the patient had a magnetic resonance imaging (MRI) scan performed. It was noted in 2011, that the patient had an MRI of the upper torso (pump was under breast among rib cage) and the MRI was close to the pump. As a result of the patient having a MRI in a '3t', the patient's pump had moved and surgery was done to move the pump back as best as they could. It was indicated that the patient was now 'ok' with the position. It was also reported that the patient would have another MRI of the thoracic area to rule out a granuloma. It was stated that when the patient lay down, she gets dizzy and had 'drop foot' as a result of a previous surgery. It was noted that the patient had 5 back surgeries and was on prednisone and she gained 150 pounds, but now had lost it, which was before the back surgeries. In addition, it was reported that during her last refill, the physician had difficulty finding the port and this was very painful to the patient for the first time in 2 years. The outcome of the patient was not provided. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).